Event description:
It was reported, the patient¿s health care provider (hcp) wanted to remove the patient¿s pump due to her behavior. There was a change in therapy effect. It was reported, the patient¿s hcp lowered the medication so much that the patient was ¿crawling on the floor.¿ over the past two months, but hcp lowered the dose down by 60%. There was no problem with the pump. A few months ago, the patient had the pump refilled and her ride had an emergency so she had to go. The patient left after three hours. It was noted, the hcp said he would take out the pump. There was an open wound on the patient¿s leg for two years that was healing but the hcp wanted to take the pump out. It was noted, there was also an infection with wound packing in his right leg for over a year. It was reported, the hcp was weaning the pump because, he would not keep the pump in the patient with an infection as it was not safe to keep implanted. The pump was being turned down to wean and explant. The patient was doing fair. The alarm date was 2014 (B)(6). The system was being used to deliver dilaudid (hydromorphone) and marcaine (bupivacaine).

Manufacturer narrative:
Product ID 8703w, lot# l39567, implanted: 1996 (B)(6); product type catheter. (B)(4).